Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had met with their health care professional (hcp) and manufacturer representative. It was determined that they needed their implant replaced. The patient was not sure when they were implanted. It was noted that the patient had an upcoming hcp appointment. The device did not get down to their hip. It felt like an elephant was sitting on their leg at times. The device only reaches the muscles. The patient fell twice on the opposite side of the implant. The implant battery flipped out of the scar tissue and moved further behind them. The first time the implant flipped was unknown. The second time the ins flipped was in (B)(6). The patient followed advice from a manufacturer representative and relaxed their leg, used their thumb, and pushed it back into place. After that there had been no problems. Implant recharging time caries. The patient recharges overnight with pillows. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first fall was a year or two before the second fall and the second fall was probably in october or november but it was unable to be confirmed. It was clarified that the 2nd time the ins flipped was asked but unknown;however it was stated to have probably occurred in october november. No further complications were reported.